Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.